Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) from the implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. Programming changes were performed to resolve the issue. The patient condition was stable.